Event description:
The customer reported that the system intermittently would not make an exposure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane was removed and replaced. The system was tested and found to be working as intended and returned to service.